Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp standard bore catheter extension set was "cut off and it was missing". This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction : additional information : the actual sample was received for evaluation. Visual inspection was performed which revealed that the two piece luer lock was damaged and the tubing was missing. The reported condition was verified. The cause of the condition was found to be machine related during manufacturing. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.